Manufacturer narrative:
This lot number was not distributed in the us, however, the same model number at1042 unistik 3 comfort is distributed in the us.

Event description:
Complaint was received by owen mumford limited - the pharmacy assistant from the university hospital in (B)(6) also indicated that she had sent a report to the ansm. The department of the hospital is unknown where event occurred. During the capillary blood sampling for glycemia a nurse was injured with the device. The lancet has been in contact with the patient and the needle didn't retruact into the body of the device. The suspect unistik 3 device was disposed of, but the lot number was communicated.